Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent connector pins) has been investigated. As received, the belt would not communicate with a monitor. Upon investigation, there was an open along the green (+3.3v) wire inside the trunk cable. The cause of the test failure is the open wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient's electrode belt was damaged.